Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) system did not hold and the balloon lost pressure while inside of the patient. There was no reported patient injury. The device was stored and prepped according to the IFU. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device was used in an interventional angiogram using a retrograde approach. The deployer was trained in the use of the mynx device. The device was used with a 7f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression. The device will not be returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, d4, g1, g3, g6, h1, h2, h3 and h6. As reported, a 6f/7f mynx control vascular closure device (vcd) system did not hold and the balloon lost pressure while inside of the patient. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The device was used in an interventional angiogram using a retrograde approach. The deployer was trained in the use of the mynx device. The device was used with a 7f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression. The device was not returned for analysis. A product history record (phr) review of lot f2206903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-balloon loss of pressure¿ could not be confirmed since the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, access site vessel characteristics (although there was no presence of pvd or calcium in the vicinity of the puncture site) and/or sheath condition factors (although not provided) most likely contributed to the loss of pressure reported since calcification/pvd at the access site or a frayed/damaged sheath tip can cause damage to the balloon, resulting in a loss of pressure. According to the mynx control IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing-related issue with the unit. Therefore, no corrective/preventative action will be taken at this time.